Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had critical pump error alarm. The insulin pump keeps on beeping the screen got an open book with a question mark. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The insulin pump had crack on battery compartment. Customer was reporting a faulty insulin pump. The device will not be returned for analysis.

Manufacturer narrative:
After battery installation, device displayed a critical pump error (open book image) on the lcd screen due to signs of previous moisture presence and corrosion on electrical board. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to critical pump error (open book image) alarm. Device had cracked case. Device p-cap or test reservoir locks in place properly.